Manufacturer narrative:
(B)(4). Method: the complaint pressure manifold was returned to fisher & paykel healthcare in (B)(4) for evaluation. The rest of the complaint rt330 breathing circuit was not returned. The complaint manifold was visually inspected and placed in a water bath to check for leak. Results: visual inspection revealed no visible damage. When immersed in a water bath, no leak was observed. A lot check could not be carried out as lot information was not provided by the customer. Conclusion: we are unable to determine what may have caused the problem reported by the customer, as no fault was found with the returned rt330 manifold. All rt330 optiflow junior tubing kits including the pressure relief valve are pressure and leak tested prior to being released for distribution. The pressure and leak test is followed by a visual inspection of the devices. Any circuits or pressure relief valves that fail are rejected. The user instructions that accompany the rt330 optiflow junior tubing kit state the following: check all connections, caps and/or plugs are tight before use. Patient monitoring is recommended. Discard product if the pressure relief valve is damaged or damage is suspected. Discard product if the blue cover on the pressure relief valve has been removed or is missing.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a leak was observed on the pressure manifold of an rt330 optiflow junior tubing kit while the patient was receiving nasal high flow therapy. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt330 optiflow junior tubing kit has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a leak was observed on the pressure manifold of an rt330 optiflow junior tubing kit while the patient was having a nasal high flow therapy. No patient consequence was reported as a result of this incident.